Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder micro-tear and old pump. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device would not inflate due to fluid loss. The onset of the event leading to the revision surgery was 2 weeks ahead of the surgery. The patient outcome was reported as he got well.

Manufacturer narrative:
Model number/catalog number 72401110. Serial number (B)(4). Batch/lot number 798886002. Description pump cxm. Expiration date 10/26/2017. Manufacturer date 10/30/2012. Device evaluation the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Model number/catalog number 72401110, serial number (B)(4), batch/lot number (B)(4), description pump cxm, expiration date 10/26/2017, manufacturer date 10/30/2012.

Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to cylinder micro-tear and old pump. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device would not inflate due to fluid loss. The onset of the event leading to the revision surgery was 2 weeks ahead of the surgery. The patient outcome was reported as he got well.